Event description:
The lens was observed by the physician to be dislocated at 4 years postoperative. Iol was removed and replaced without complication. Cause of this event was undeterminable.

Manufacturer narrative:
Based on the results of our inspection of the iol we are unable to determine the cause of the dislocation at 4 years postoperatively. No additional information available from the physician. Product history records indicate the product met release criteria. There have been no other complaints received for this lot number.